Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted. Two foil pouches and a violet suture inside a plastic clear bag was observed in the images provided. The foil packages were noted to be torn in the upper right quadrants, and no needles could be clearly identified in the images. It was reported that there was needle detachment while being removed from the retainer. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 - concomitant products: cl-936, cl-936 polysorb* 1 vio 90cm gs12 x36, (lot# a5c1940y); cl-936, cl-936 polysorb* 1 vio 90cm gs12 x36, (lot# a5c1940y); cl-936, cl-936 polysorb* 1 vio 90cm gs12 x36, (lot# a5c1940y); cl-936, cl-936 polysorb* 1 vio 90cm gs12 x36, (lot# a5c1940y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the hemiarthroplasty, a total of five sutures experienced needle detachment while being removed from the retainer. An additional new suture was used without issue. No patient complications have been reported as a result of this event.